Manufacturer narrative:
Follow-up # 1 date of submission 9/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 8/19/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked. There was evidence of moisture contamination behind the display lens and inside the battery compartment. A leak test was performed and failed due to the battery compartment leak. During testing, the pump powered up with the returned battery cap to a dim and discolored display screen and the keypad was found to be unresponsive. It was observed that the keypad rubber was intact; there was no evidence of damage. The keypad was removed and there were no contaminants found under the contact buttons. The pump case was removed and there was moisture contamination inside the pump including moisture contamination on the keypad flex connector. Further testing could not be completed due to the moisture contamination and an unresponsive keypad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4)

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, there was moisture ingress present in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.